Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 19jan2021.

Event description:
The customer reported error low leak co2 rebreathing risk during pvt (performance verification test). There was no patient involvement.